Event description:
The customer reported rhd discrepancies of two different patients when tested with every type s abd+rev.a1, b on tango infinity. The customer stated that samples of two different patients were tested on tango infinity ((B)(6) ) on (B)(6) 2019. Patient sample #1 resulted in blood group a rhd positive and patient sample #2 in blood group ab rhd positive. On (B)(6) 2019 patient sample #1 was run on tango infinity ((B)(6) ) after being transfused one unit blood group a rhd negative blood and resulted as blood group a rhd negative. The patient sample #1 was run on tango infinity ((B)(6) ), in the gel test and the tube method and the results were blood group a rhd positive. On (B)(6) 2019 the patient sample #2 was run on tango infinity ((B)(6) ) after being transfused two units, one unit of blood group ab rhd negative and one unit of blood group b rhd negative resulting in blood group ab rhd negative. The patient sample #2 was run on tango infinity ((B)(6) ), in the gel test and the tube method and the results were blood group ab rhd positive. The customer did not return the supposedly defective product and the patient samples that caused false negatives with anti-d of every type s for investigational testing. The customer provided result images that show positive result is in the anti-d-wells of both samples prior transfusion. The initial description from the customer was slightly different from what could be observed from the images because all images of post transfusion show negative results (except of one discrepant result of sample #1 on tango infinity (B)(6) ). Our quality control laboratory tested the retention sample with different donor samples and confirmed the correctly function oft the allegedly defective lot of every type s abd+rev.a1, b. All positive and negative reactions were correct. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. Regarding the affected tango infinity ((B)(6) ): the instrument was checked by one of our field service engineers. All log files of the instrument were observed and did not show any issue relevant abnormalities. Post adjustment camera setting values are within acceptable range. No identification for an instrument malfunction could be identified, the service engineer confirmed a proper function of the instrument. The customer should be aware that mixed field can lead to erroneous result as stated within three different sections of the user manual. The different testing methods used by customer vary in their specifications and one may be more successful for a mixed field testing than the other.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported rhd discrepancies of two different patients when tested with erytype s abd+rev.a1, b on tango infinity. The customer stated that samples of two different patients were tested on tango infinity (sn # (B)(4)) on (B)(6) 2019. Patient sample #1 resulted in blood group a rhd positive and patient sample #2 in blood group ab rhd positive. On (B)(6) 2019 patient sample #1 was run on tango infinity (sn # (B)(4)) after being transfused one unit blood group a rhd negative blood and resulted as blood group a rhd negative. The patient sample #1 was run on tango infinity (sn # (B)(4)), in the gel test and the tube method and the results were blood group a rhd positive. On (B)(6) 2019 the patient sample #2 was run on tango infinity (sn # (B)(4)) after being transfused two units, one unit of blood group ab rhd negative and one unit of blood group b rhd negative resulting in blood group ab rhd negative. The patient sample #2 was run on tango infinity (sn # (B)(4)), in the gel test and the tube method and the results were blood group ab rhd positive. Our quality control laboratory is still waiting for the customer to return the supposedly defective product and the patient samples that caused false negatives with anti-d of erytype s for investigational testing. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. Investigation of the affected tango infinity is also still ongoing.